Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This is a pmcf ( post-market clinical follow-up) study complaint. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. A post-market clinical follow-up (pmcf) survey was conducted for target coil, (device number unknown, quantity 13) and responses (double blinded) from physicians was received on (B)(6) 2025. The clinical specialists involved in the survey were from united states and japan. The reported codes are listed in the target ifus as anticipated outcomes for these types of procedures. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication will be assigned to the reported 'patient aneurysm rupture', 'patient neurological deficit', 'patient vessel dissection', 'aneurysm recanalization requiring retreatment.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject coil where physicians from united states and japan participated. Results from the survey stated that adverse events aneurysm perforation, aneurysm rupture, neurological deficit, recurrence/retreatment, vessel dissection were reported to have occurred as per the responses received.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject coil where physicians from united states and japan participated. Results from the survey stated that adverse events aneurysm perforation, aneurysm rupture, neurological deficit, recurrence/retreatment, vessel dissection were reported to have occurred as per the responses received.